Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported during ipg explant on an unknown date the physician cut the lead. The lead was left implanted. At this time, no further intervention is pending or planned.